Event description:
It was reported via a legal filing, approximately 2 months post op the initial tka, this female patient alleges she sustained injuries resulting from an exactech device implanted at the time of her knee procedure performed on or about (B)(6) 2022. And revised on or about (B)(6) 2022. No additional information is available. Ebi info could not be found.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.